Event description:
It was reported that the device displayed an unknown channel error. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that there was a channel error. No additional information. No patient information.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they perform calibration and preventive maintenance due to error code 351.6760. As found software version 9.33.0.50, as left software version 9.33.0.50. Carriage block and tube drive replaced due to failed plunger force calibration. Front case, rear case, handles, and internal frame replaced due to cracks. Left and right iui replaced due to corroded pins. A review of the device history record showed the device had a manufacture date of 09 apr 2013. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on the findings, service determined that the proximate cause of the reported issue was due to a maintenance issue. A review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they perform calibration and preventive maintenance due to error code 351.6760. As found software version 9.33.0.50, as left software version 9.33.0.50. Carriage block and tube drive replaced due to failed plunger force calibration. Front case, rear case, handles, and internal frame replaced due to cracks. Left and right iui replaced due to corroded pins. A review of the device history record for sn (B)(6) was performed, which showed the device had a manufacture date of 09 apr 2013 and confirmed that this device was not involved in a production failure which correlates to the customer reported issue. The review was performed from the date of manufacture to the date of product release for distribution. A review of the complaint history record was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that the device displayed an unknown channel error. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
The affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
It was reported that the device displayed an unknown channel error. No additional information was provided. There was no patient involvement.